Event description:
It was reported that a spectrum wireless battery had water on the circuit board. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The battery was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported water on the circuit board. Further evaluation found corrosion on the wireless module flex and radio pcb as a result of fluid intrusion which caused the components to fail. The fluid intrusion rendered the unit un-repairable.